Manufacturer narrative:
Additional information: b5

Event description:
New information received notes that previous programming interventions had failed to resolve persistent myopotential over-sensing. Additional programming adjustments were made. The patient was not pacing dependent, and there were no patient symptoms.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of non-sustained right ventricular oversensing caused by myopotentials. All episodes occurred over the course of one day, and were attributed to coughing or deep breathing. No interventions or patient symptoms were reported.